Event description:
It was reported that pump screen was dark and would not turn on. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.